Event description:
During the case, the physician opened a neuron 070 and it was kinked at the hub. The product was not used and a new product was opened. There was no impact to the care of the patient.

Manufacturer narrative:
Device investigation: results: the catheter has a kink (6.0cm) distal of the hub. This catheter also has pinched areas long the shaft. A 0.070" mandrel was introduced into the hub of the catheter, but could not advance distally. The mandrel stopped at the kink in the distal end of the hub. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the product was opened and found kinked at the hub. This device was returned inside a specimen bag without the original packaging. Since the product was removed from its original packaging, the damage in the packaging could not be evaluated. It is likely that this damage occurred as a result of improper handling of the device during removal from the packaging. The damage at the distal end of the catheter was not mentioned in the complaint and was likely caused during post-complaint handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.